Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial#: unknown, product type: unknown, date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they fell about 3 weeks ago and since then have had a loss of therapeutic efficacy. The patient did not think the fall itself was the cause of the issue, they just have not made therapy adjustments since that time and think that is the issue. The external devices had not been charged during the call so no further troubleshooting was done. Recommended patient charge external devices and call back for assistance activating MRI mode as this was the primary reason for calling. Recommended patient follow up with managing physician regarding the fall but patient noted they had already had the system checked and it was fine. The patient called back the next day on their registered number with their external devices charged and requested reviewing of MRI mode. Patient services (ps) walked the patient through connecting and activating MRI mode. The patient noted when using the communicator that they had to use their left arm to hold the communicator in place over the implant which was on their left side and the action was painful using that arm, but also noted they were glad they had someone to walk them through it because they thought the "book" was confusing for them. The patient reiterated that they'd fallen and that they'd seen a hcp to check the implanted system because they had initially thought maybe the wires disconnected however everything was fine. The patient was still experiencing symptoms however and wanted to make an adjustment to their settings. The patient had been on program 3 at 2.0 prior to activating MRI mode and after deactivating MRI mode when the therapy came back on to 2.0 on program 3, the patient stated that the stimulation was now too much for them so they decreased the stimulation down to 1.1. The patient stated they hadn't been feeling the stimulation at all before and stated maybe the fall had made the stimulation stronger. Patient services reviewed therapy expectations with the patient and stimulation considerations and the patient opted to switch back to program 2 (which was the program they had been on back in (B)(6) 2022 prior to switching to program 3) the patient increased their stimulation to where they felt it comfortably in their bike-seat region (the patient stated they felt it on one side of their bike-seat region) and the patient was going to monitor their symptoms now that a change had been made. The patient also requested their hcp listings be mailed to them as they'd checked their e-mail and they never received the email ps sent the patient during the previous call. The patient was mailed a copy of the hcp listings. The patient was going to locate an hcp that could be covered by their insurance.